Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% restenosed mid left anterior descending artery. The traveler 3.50 x 15 mm balloon catheter was advanced to the lesion and inflated; however, the balloon ruptured at 6 atmospheres during the first inflation. A drug eluting balloon catheter was used and the procedure was completed without issue. The device was submerged into saline during preparation. Air aspiration of the balloon was done inside the patient's body. There was no reported resistance during removal of the protective sheath, advancement to the lesion or removal from the lesion. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). It should be noted that the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.